Event description:
Report received of a pump failiing to alarm for air in line. It was reported that the patient was receiving fentanyl 2 mcg/ml at 6ml/hr by epidural route. The remainder of the settings were unknown by the reporter. The reporter stated that the infusion was expected to be completed at 3am, but at 8:15 am that morning the pump appeared to be infusing and air was observed past the air sensor without an alarm sounding. There was no report of an adverse reaction. Although attempts were made to obtain additional information, none has become available.